Manufacturer narrative:
Insulin pump received unable to rewind, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to rewind issue. Unit received with cracked case (battery tube), pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the customer reported that the reservoir would not fit in the insulin pump. Customer stated that they did the load process it completed without the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.